Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to incorrect measurements for pacing and sensing thresholds after several attempts of implant. The rv lead was reported to exhibit noise when the proximal electrode was measured with unipolar configuration due to suspected proximal conductor fracture. Another rv lead was successfully implanted.

Manufacturer narrative:
The device has returned to the manufacturer. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and found dried blood/body fluid around the helix. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observation.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to incorrect measurements for pacing and sensing thresholds after several attempts of implant. The rv lead was reported to exhibit noise when the proximal electrode was measured with unipolar configuration due to suspected proximal conductor fracture. Another rv lead was successfully implanted.